Manufacturer narrative:
Exact date unknown, event occurred in 2018. Explant date: 2018. Additionally suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: 17553439.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown surgery. All components were explanted and were not returned. No further information has been obtained despite good faith efforts.